Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, the patient received an "impact/trauma" on the implanted side. The clinicians were unable to establish a connection between the cochlear implant and the programming software. The results of an integrity test done in 2007 were consistent with receiver/stimulator malfunction. Explantation/reimplantation surgery was recommended.